Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the device is leaking where the catheter meets the hub. Due to the ¿tight spot¿ between the heart & aorta, draining puss for an esophageal perforation, the device could not be taken out and remains inside the patient.